Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified but not reproduced during evaluation. A review of the event history log identified the presence of multiple 'upstream occlusion' and 'downstream occlusion!' Messages which align with what the customer reported. The device was tested and ran at a rate of 999ml/hr for 15 minutes and no occlusion alarms occurred. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.